Manufacturer narrative:
A patient experienced ineffective stimulation, due to lead migration was reported to abbott. As a result, the patient's leads were explanted to address the issue. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, that the patient underwent surgical intervention. Where in the device was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-49079. It was reported that the patient has ineffective therapy due to migration of their scs leads. In turn, the patient may undergo surgical intervention to replace the leads to address the issue.